Event description:
It was reported via repair work order that the motion interrupt pan was broken and the bumper rollers were missing with exposed electrical wires. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.